Event description:
Treatment of a renal aneurysm. It was reported that the coil detached as it was advancing through the catheter hub.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken with the release wire pulled back and likely caused the coil to detach (which is an alternate detachment method stated in the IFU).(B)(4).